Event description:
It was reported that bd insyte autoguard leaks. The following information was provided by the initial reporter, translated from spanish to english: the part of the button to keep the needle is unsafe and produces blood spillage. Additional information updated on sep 18,2024 was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? No, the device generates discomfort in use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a dull needle and leakage could not be confirmed from the photograph that was provided for investigation. The photo showed the top web of the packaging. No portion of the device was shown in the photograph. A review of our manufacturing records did not find any events that could have clearly resulted in the reported failure mode. Although the photo does not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.